Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an keypad anomaly and found multiple low reservoirs and threshold suspends on the insulin pump. The customer's blood glucose level was 171 mg/dl. Troubleshooting was performed. The customer's insulin pump was going to be replaced. No further information was reported.